Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was in the hospital due to high blood glucose levels during her pregnancy. The customer was being monitored continuously. The customer initially called to check on the status of an order. Nothing further was reported.